Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. Final analysis found an external insulation abrasion was noted at 18.0-20.0cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.